Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that when the patient went to the bathroom and sat down, they experienced uncomfortable stimulation and had to turn it down. The patient was advised to contact their healthcare provider and decrease stimulation to a comfortable level. The issue was reported to be resolved at the time of the call. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 it was reported that they went to their healthcare provider¿s (hcp) office due to their bandage being compromised, and a lead was exposed from underneath the bandage. The hcp pulled the exposed lead, and left the other one intact. After having the exposed lead removed, the patient attempted to increase stimulation and change program settings to support the one lead, and the device was unable to be increased past 0.1. It was noted that the hcp was unable to assist the patient and they directed them to call in for assistance. On a second and third call, the patient reported they were seeing screen 59 on both sides when they were attempting to increase past 0.1, and r e-stated already reported information. The patient reported that the hcp attempted to put the device into clinician mode, but did not have the access code, and to call in for the code. The caller was redirected to ask their hcp to facilitate an appointment with a manufacturer¿s representative to address the settings not available message. No further complications were reported.